Manufacturer narrative:
Please note that this report involves a quantity of 20 events of transfusion from a literature article. This article was found during a recent clinical evaluation review/literature search of this device. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The device is an exoseal but catalog and lot numbers are not available. The full article is also attached. The citation is as follows: schelp et al large-scale experience with an anchorless vascular closure device in a real-life clinical setting, clinical research in cardiology (2014). As noted in the publication by schelp et al large-scale experience with an anchorless vascular closure device in a real-life clinical setting, clinical research in cardiology (2014); there were 57 pseudoaneurysms, 7 av fistulas, 31 cases of minor bleeding >3g/dl, 14 cases of major bleeding >5 g/dl, 20 blood transfusions, 36 hematomas >6cm, and 14 exoseal device failures in the study. The products were not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Access site bleeds are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. Patient and/or pharmacological factors are likely contributing factors. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the reported device failures. Without the return of the devices for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Without lot numbers to conduct DHR reviews, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time. This is one of 3 reports from this complaint from this article that were submitted under the following associated manufacturer report numbers 9616099-2014-00779, 9616099-2014-00780 and 9616099-2014-00781.

Event description:
As noted in the publication by schelp et al large-scale experience with an anchorless vascular closure device in a real-life clinical setting, clinical research in cardiology (2014); there were 57 pseudoaneurysms, 7 av fistulas, 31 cases of minor bleeding >3g/dl, 14 cases of major bleeding >5 g/dl, 20 blood transfusions, 36 hematomas >6cm, and 14 exoseal device failures in the study.